Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of an unruptured aneurysm of the c4-c5 segment of right internal carotid artery with a max diameter of 35mm and a 22mm neck diameter. The landing zone was 4.82mm at the distal end and 4.93mm at the proximal end. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was vascular patency. No patient symptoms or further complications were reported as a result of this event. It was reported that the stent could not be opened after it was deployed. The proximal section failed to open. It was unknown if the pipeline was positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. It was unknown how many times the pipeline was resheathed or if there were any addition steps or device used. The pipeline was used for an indication that is approved (on-label). The pipeline device and any accessory devices were prepared as indicated in the IFU. Ancillary devices include a marksman microcatheter and synchro guidewire.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361) . As found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a sealed plastic bio-pouch. The pipeline flex pusher was returned stuck inside the phenom 27 catheter. Damage location details: the pushwire was extending out from catheter hub. No bent or kink was found with pusher. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal and proximal ends of the pipeline flex were found fully opened and moderately frayed. The catheter tip, marker band and body were examined; and no damages were found. No flash or voids molded were observed in the hub. No other anomalies were observed. Testing/analysis: for further examination, the pipeline flex pusher and braid were pushed out from the catheter without issues. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. Conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the proximal end as the distal and proximal ends of the pipeline flex braid were found fully opened and moderately frayed and the cause for damage could not be determined. It was reported that it was unknown if the pipeline was positioned in a bend and how many times the pipeline was resheathed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.